Manufacturer narrative:
Philips service advised the customer to reset the breaker, and the system was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the emergency stop button was pressed accidentally, causing the system to fail to restart on an allura xper fd20/10 & fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.